Manufacturer narrative:
Follow-up #1 date of submission 03/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and contact keypad buttons are intermittently responsive. The up arrow keypad button is sticking and hypersensitive, resulting in scrolling through the pump menus/screens. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. The reporter denied trauma to the keypad and no moisture exposure. The keypad was intact but the keypad symbols were worn. The patient reportedly wore the pump exterior to a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.